Manufacturer narrative:
Unit received with blank flashing white display due to corroded electronic assemblies. Unable to perform displacement test, active current measurement test, and sleep current measurement test due to moisture damage. Therefore, unable to verify pump error 25. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected. Customer's blood glucose level was 126 mg/dl at the time of incident. Customer was able to clear the alarm. The insulin pump was returned for analysis.